Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for rate specific para- meters.